Manufacturer narrative:
After further review the reported failure was unable to duplicate by the fse. This is a non-reportable event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation in e1 for event site telephone, event site telephone - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had gas loss, there was no patient harm reported.